Event description:
"Pt underwent a transurethral resection of a bladder tumor. An "audible gaseous sound" was heard during procedure. A micro bladder perforation was later repaired. Cause of event unk." The account was contacted and reports the perforation was repaired the next day. The facility reports the pt is not suffering any ill effects due to the bladder perforation.